Manufacturer narrative:
Due to additional information received, it has been indicated that the product has not been revised, the incident is not related to a device failure. Please void this report.

Manufacturer narrative:
Additional information was received, device failed due to corrosion at the neck-stem junction.

Event description:
Allegedly, qs director received a call from a patient, for some reason patient has been experiencing pain. Additional information on date 05/10/2023: allegedly, the patient has pain, and has been revised from the cocr neck to the ti neck. Patient stated had fretting, but her cocr levels were not too elevated based on what the doctor told. Additional information on date 08/23/2023: allegedly, device failed due to corrosion at the neck-stem junction. Revision could not be confirmed: part ID: dspcgb48 dynasty® pc shell 48mm group b, lot: 1417042, qty: (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, qs director received a call from a patient, for some reason patient has been experiencing pain.